Event description:
Episodic global amnesia [amnesia] case narrative: case (B)(4) is a serious spontaneous case received from a consumer via regulatory authority in united states. This report concerns a female who experienced episodic global amnesia during treatment with euflexxa (sodium hyaluronate) solution for injection unknown concentration and dose, for bilateral primary osteoarthritis from an unknown start date to an unknown stop date. The patient reported that she had episodic global amnesia. The patient was hospitalized on (B)(6) 2019 due to episodic global amnesia. Action taken with euflexxa was unknown. At the time of this report, the outcome of episodic global amnesia was unknown. The following concomitant medications were reported: celebrex, centrum, flexeril, lisinopril, pantoprazole, simvastatin, stimate, zoloft, lorazepam (from an unknown start date to an unknown stop date). All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related company causality: not related other case numbers: internal # - others = mw5089502 this ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.